Event description:
A pt received a 19mm asd device in 2003 and the recovery period was uneventful. The stretched size of the defect was measured to be 20mm. On a morning in 2004, the pt developed severe dyspnea and appeared to be in shock. Upon admission to the hospital, a severe episode of cardiac tamponade was diagnosed, and a small-to-moderate posterior pericardial effusion was found. However, when a study was performed in the cardiac cath lab, no clear evidence of perforation was found. Pericardiocentesis was performed to drain 100ml of serous effusion. When the pericardial space was cleaned, no further bleeding was noted, the small pericardial window was closed, and a pericardial drain was left in place for three days. At that time an echo revealed no more effusion and the device remained implanted. The pt was reported to be recovering and was discharged on a high dose of aspirin as an anti-inflammatory for possible pericarditis.